Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with following pre-op diagnosis: c5-6 and c6-7 disc herniations with spinal cord compression manifested by weakness, numbness, bladder and erectile dysfunction secondary to workplace injury. The patient underwent the following procedures: anterior c5-6 and c6-7 discectomy for spinal cord decompression. Anterior c6 vertebrectomy for spinal cord decompression. Anterior c5-c7 anterior fusion using titanium cage incorporating bmp and autogenously harvested c6 vertebral bone. Application of titanium plate and screw system, c5-c7. Reportedly, the patient underwent fusion surgery using rhbmp-2. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.